Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It is unknown if there a revision surgery took place or not. The provided x-rays were reviewed by the manufacturer and it was noted that the plate breakage could be confirmed.

Manufacturer narrative:
This report is for an unknown variable angle (va) plate/unknown lot. The part and lot numbers are unknown; UDI number is unknown. At the time of this report the part had not been reported as explanted. (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in the (B)(6) as follows: it was reported there was a post-operative breakage of a variable angle (va) plate. The distal femoral plate was noted fractured two (2) months after implantation. The patient was partial weight bearing. This report is for an unknown variable angle (va) plate. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional product codes: jdp, hwc. (B)(4) lot unknown. Explant date: unknown. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported the surgery to remove the plate occurred. No patient harm was reported; the patient is doing well now.

Manufacturer narrative:
Slim, small build and 55-60kg. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The plate broke on (B)(6) 2015 and was revised on (B)(6) 2015. The plate was removed and replaced with a retrograde femoral nail (rafn).

Manufacturer narrative:
The additional x-rays were reviewed and based on them the complaint is stll confirmed as the broken plate is visible on them. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.